Manufacturer narrative:
The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the service engineer replaced the keyboard. The ventilator passed self-testing.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.